Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted (B)(6) 2017-, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the extent of which the fall affected the ins was not known. The representative reported that the last time they performed an impedance check all the electrodes were within range and they had multiple falls after that visit and one notably hard fall down a flight of stairs. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was seen during a routine appointment and they showed no signs of concern with their stimulation. An impedance check showed that all electrodes were over 10,000 ohms on their 0-7 lead. The patient mentioned that they had fallen a number of times in the last 6 months, including a hard fall down a flight of stairs. The patient wasn't currently using the lead so there wasn't a need to reprogram the patient as a result of the broken lead. The representative noted that the issue was resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.